Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving bupivacaine and fentanyl via an implantable infusion pump. It was reported that surgery was performed in (B)(6) 2021 and when the cut the patient open they found a bunch of puss. It was noted that they had to clean the puss out before replacing the pump. The catheter had come out of the patient's back and it was believed the patient went a whole year or more without medication.